Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 658 mg/dl; cause was not known. Customer's wife assisted customer with delivering a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.